Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. The patient developed a vaginal erosion. Additional information has been requested.

Manufacturer narrative:
The mesh was implanted (B)(6) 2007 and was explanted in (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.